Manufacturer narrative:
This event has been treated in (B)(4). As the defective unit was not available for inspection and the units from the archives of samples were free of defects, it was not possible to determine the root cause of the claimed defect.

Event description:
Pt had leventon pump attached and returned 46 hours later for pump detachment. It was noted to have about 1-2 ml of loose liquid in the pump. No obvious signs of leaking from the pump and balloon was deflated indicating pump was empty. Pt denied any problems with leaking from the pump and did not notice any liquid in the pump while at home and states it must have happened the morning of scheduled detachment. Pump was disconnected and stored and is waiting to be sent to manufacturer for investigation.